Manufacturer narrative:
(B)(4). The customer returned one opened kit containing an introducer needle, guide wire assembly, and catheter for evaluation. The guide wire contained signs of use in the form of biological material. Visual examination of the guide wire revealed numerous kinks along the body. The coils appeared slightly closer together; however, they were not offset or unraveled. Visual examination of the catheter and introducer needle did not reveal any defects or anomalies. The main kinks in the guide wire were located at 10, 27, 53, and 434 mm from the proximal end. The total length and outer diameter of the guide wire were measured and were found to be within specification. The catheter body was also within specification. The returned guide wire was able to pass through the returned catheter and introducer needle with minimal resistance. A manual tug test of the catheter confirmed both welds were fully intact. A device history record review was performed with no relevant findings. The IFU provided with this kit instructs the user, "if resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered remove the spring-wire guide and catheter simultaneously". The customer report of a damaged guide wire was confirmed by complaint investigation. The returned guide wire contained several kinks. All returned components passed all functional and dimensional inspection. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. Based on the sample received , it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports the spring wire guide (swg) can't be passed through the catheter smoothly. The device was replaced.

Manufacturer narrative:
(B)(4). The preliminary evaluation of the returned device indicates swg/catheter resistance - kinked.

Event description:
The customer reports the spring wire guide (swg) can't be passed through the catheter smoothly. The device was replaced.